Manufacturer narrative:
(B)(4).device manufacture date: since the lot number was not provided, this information cannot be determined.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was paravaginal defect resulting in significant and symptomatic cystocele and stress urinary incontinence. The procedure performed was a transvaginal paravaginal repair with graft, sacrospinous ligament suspension using intravaginal sling tunneler system, tension -free vaginal tape urethral sling and cystoscopy. The patient underwent an additional procedure on (B)(6) 2006. The procedure performed was a sacrospinous ligament (illegible), enterocele closure with graft, and cystoscopy. The patient underwent an additional procedure on (B)(6) 2010. The preoperative diagnosis was recurrent postoperative vaginal prolapse with bladder exstrophy and stage IV anterior vaginal wall prolapse with urinary retention as well as granulation tissue of previously implanted xenograft status post multiple procedures for recurrent vaginal and bladder prolapse. The postoperative diagnosis was recurrent postoperative vaginal prolapse with bladder exstrophy and stage IV anterior vaginal wall prolapse with urinary retention as well as granulation tissue of previously implanted xenograft status post multiple procedures for recurrent vaginal and bladder prolapse, and ulcer or previous xenograft and significant granulation tissue. The procedure performed was an excision of vaginal ulcer and removal of previously implanted xenograft as well as repair of recurrent bladder prolapse and anterior vaginal wall prolapse with gracilis flap forming a sacrospinous fixation on the left side of the right gracilis flap as well as a cystocele repair with perivaginal attachment of the gracilis flap and cystoscopy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.